Manufacturer narrative:
The returned ICD was visually examined after receipt, and no anomalies were detected. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The returned follow up data from (B)(6) 2017 was analyzed. During the analysis of the iegms from (B)(6), small atrial sensing amplitudes were noted, which led intermittently to sensing gaps in the atrium. Aside from this, there were no anomalies. In a next step, the ICD was opened, and the internal structure, as well as, the individual components of the electronic module, were examined. Damage to the fuse that separates the battery from the electronic module and of the final shock stages was detected. This damage manifestation is the result of a shock delivery into an external low ohmic shock path. Possible clinical complications that could lead to an external short circuit are, among others, twiddlers syndrome, subclavian crush, or other damage to the lead insulation, due to which a low ohmic contact of the high voltage conductors among each other or with the housing occurs. As a result of the damage to the module, the ICD could no longer be interrogated. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low ohmic shock path. The triggering of an electrical fuse then led to the separation of the electrical module from the battery and, consequently, to the clinical observation. This is not a device malfunction. Based on the damage manifestation of the electronic module, damage to the insulation of the high-voltage conductors of the connected ICD lead can be assumed. No indications of a material defect or manufacturing error were found during the analysis.

Event description:
Ous MDR - it was reported that this ICD was replaced one week after implant due to lack of communication with the device. During the short implant there were vt episodes with atp and shock delivery.